Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen bearing, catalog #: unk, lot #: unk. Unknown nexgen femoral, catalog #: unk, lot #: unk. Unknown nexgen patella, catalog #: unk, lot #: unk. Report source - foreign: event occurred in (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-07097, 0001822565-2018-07098, 0001822565-2018-07100. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient was revised due to stiff knee.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 3.5 years post implantation due to stiffness and limited range of motion. Attempts have been made, and no further information has been provided.